Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that customer were visit to the emergency room and admitted due to high blood glucose on (B)(6) 2019 with blood glucose of 718 mg/dl. The customer was treated with lantus and humalog. The insulin pump will not be returned for analysis.